Event description:
A chief operations officer reported that following an intraocular lens (iol) implant procedure, the patient experienced glare, halos, blurred vision and vision dysphotopsia. The iol was exchanged in a secondary procedure. Additional information has been requested and received stated that patient was unable to function in daily and nightly activities and patient was not hospitalized. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).